Event description:
A report was received that the patient felt soreness at the pocket site. The physician elected to revise the patient's pocket site. No devices were implanted or explanted, and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.